Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The micromyst applicator (205000ds) was not returned for evaluation. However, lot number information was provided and the DHR review confirmed the finished good for the work order was processed within qualified parameters and passed the required inspection checks, and there were no non-conformances related to this lot. Due to no product return, the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. No CAPA has been issued/opened for the reported failure, and no CAPA is recommended at this time, as this complaint issue does not represent an adverse trend, unacceptable individual risk, or significant non-conformance to regulatory requirements. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon application of micromyst (205000ds), the first applicator was not administering a fine spray. It sprayed for a short while, then came out blobby and then stopped spraying altogether. After doing some trouble shooting, nothing worked, so they opened the second applicator, and it did the same thing. The 3rd applicator worked fine. The surgeon did comment that the first 2 times it felt different as though he had to use more force to apply the duraseal. The surgeon used the product on patient, but there was no patient injury or death. The incident caused increased surgery time of 30 minutes.